Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and death occurred. The patient presented with complaints of retrosternal chest pain radiating towards the bilateral upper limbs, and sweating for 14-15 days. Intensity of all symptoms increased over 90 minutes and the patient was diagnosed with unstable angina. The patient underwent electrocardiography and echocardiography. The patient was stabilized with antianginals, antiplatelets and other symptomatic treatment. After stabilization, coronary angiography was done which revealed significant double vessel disease. The patient was taken for percutaneous transluminal coronary angioplasty (ptca). Vascular access was obtained via the right radial artery. The 80-90% stenosed target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a 3 x 10mm nc balloon followed by implantation of the 2.75x38mm promus element¿ plus stent. The stent was deployed at 18 atm for 30 seconds. The stent was post-dilated and was considered to be well apposed and well positioned. No part of the stent protruded into the lumen or necrotic core of plaque and there was no dissection or perforation complication. The final angiography revealed brisk ante grade flow in the lad. The patient tolerated the entire procedure very well without significant angina or haemodynamic disturbances. Following the procedure, the patient's status was stable and they were discharged on antiplatelet medication. Five days later the patient had stent thrombosis which led to their death.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the patient could not reach to the hospital after stent thrombosis. No intervention could be performed. The patient's symptoms, chronology of events prior to death and a death certificate are not available.